Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, prior to patient use, there was no loop at the end of the suture upon opening. A new suture was used to resolve the issue.

Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 correction: e3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned photo noted one needle and one suture were observed in the provided image. The needle was observed to be attached to the suture and the suture loop was observed to be open. However, due to the quality of the image provided the loop could not be evaluated for proper loop welding. The visual inspection of the sample noted one suture and one needle. The suture was returned with the loop opened. Under microscopic inspection, material transfer was observed at the weld site. A tactile and microscopic inspection of the suture was performed with no abnormalities. It was reported that there was no loop at the end of the suture. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.